Event description:
It was reported that the screen on quick bolus button has stopped working.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.